Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 7097728, 7113095, 7113531.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent spinal cord stimulator (scs) replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted products will not be returned per hospital policy.